Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit shut off by itself. Analysis did find that the main clear cover and one case screw were missing, the upper and lower cases and the ring cover were broken and the serial number label was damaged. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator shut off by itself and also that the low battery indicator light was not working. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator shut off by itself and also that the low battery indicator light was not working. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.